Event description:
The customer reported the horizontal cross arm brake is defective. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the brake pad. The new brake pad would not make good contact with the crossarm, and was not stopping it well. Unit will need the whole brake assembly replaced. Unit is now on its way to the next show.